Event description:
Customer's mother called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose levels ranged from 51 to 500+ mg/dl. Customer's mother stated that customer's blood glucose symptoms consisted of nausea and vomiting. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.